Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had distortion in image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 04/23/2026.

Event description:
It was reported that the autoclavable camera head had distortion in image. The event occurred during maintenance. There were no reports of patient involvement.